Event description:
Patient stated one pump cadd solis, has been acting up, and many times, needs to have the batteries "adjusted and the pump rebooted" in order for it to function properly. Patient states once that occurs, it runs fine. Their serial number on the pump is (B)(6). Their other pump is working fine with no issues, however patient states that it is over 18 months old. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved.